Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low readings issue with the adc freestyle libre sensor. The caregiver reported readings of 43 mg/dl, 50 mg/dl, and 65 mg/dl on the sensor, as compared to competitor blood glucose readings of 110 mg/dl, 125 mg/dl, and 197 mg/dl. There were no reported symptoms but the customer was reportedly unable to self-treat, and was treated with insulin injection (dose/type unknown) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 has been updated based on product download no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.

Event description:
A caregiver reported a low readings issue with the adc freestyle libre sensor. The caregiver reported readings of 43 mg/dl, 50 mg/dl, and 65 mg/dl on the sensor, as compared to competitor blood glucose readings of 110 mg/dl, 125 mg/dl, and 197 mg/dl. There were no reported symptoms but the customer was reportedly unable to self-treat, and was treated with insulin injection (dose/type unknown) by a third-party. There was no report of death or permanent injury associated with this event.